Manufacturer narrative:
(B)(4). The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with scratched case fading serial number label.

Event description:
The customer's mother reported via phone call that the insulin pump had a flashing white display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.